Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect the information reported in b2 and "death" was accuratley checked in section h1. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough, headaches and sinus issues. The patient has since died. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
MDR report 2518422-2021-08102 was inadvertently filed as a product malfuntion; therefore, this correction is being filed to reflect that there is patient harm associated with this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough, headaches and sinus issues. The patient has since died. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.